Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Profound and permanent injuries [injury]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unk cream for an unspecified time and reported the following: profound and permanent neurological injuries, neuropathy, excess zinc, copper depletion, profound and permanent injuries which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. The consumer discontinued use of the product. Past medical history included: medical history - received dentures several years ago. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.